Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, it was noticed that the device was operating 14% of the time in aai mode since (B)(6) 2013. During a sensing test performed on that day (with ddi mode at 40 min-1), the spontaneous atrial and ventricular signals were observed (with pr around 110 ms). However, during a sensing test (with aaisafer mode at 40 min-1) the permanent ventricular pacing was observed. An analysis is requested.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, it was noticed that the device was operating (B)(6) of the time in aai mode since (B)(6) 2013. During a sensing test performed on that day (with ddi mode at 40 min-1), the spontaneous atrial and ventricular signals were observed (with pr around 110 ms). However, during a sensing test (with aaisafer mode at 40 min-1) the permanent ventricular pacing was observed. An analysis is requested.